Event description:
It is reported that the patient was revised due to loosening and the articular surface was noted to be severely pitted.

Manufacturer narrative:
This report will be amended when our investigation is complete.